Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available and the device not returned for analysis. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date the deaths and additional device referenced in the article are filed on separate manufacturer MFR#s. Literature attachment: "efficacy and safety of proglide versus prostar xl vascular closure devices in transcatheter aortic valve replacement: the rispeva registry"na

Event description:
It was reported through a research article identifying proglides that may be related to major and minor bleeding, major and minor vascular complications ( including hematomas, stenosis, failure to achieve hemostasis, pseudoaneursym, av fistula, rupture, perforation and dissection). Specific patient information is documented as unknown. Details are listed in the attached article, titled, "efficacy and safety of proglide versus prostar xl vascular closure devices in transcatheter aortic valve replacement: the rispeva registry".